Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric band procedure, the device was fired, but the tissue was dragged and pushed. Tissue was not cut and the clips were malformed . The trigger of the device stop working. Patient is currently stable. No other adverse events were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and three photographs. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual evaluation of the photographs indicate that malformed staple were present throughout the staple line. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history records indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.